Manufacturer narrative:
All of the buttons function properly however, moisture damage was found on keypad traces. No button error alarm noted during testing. The device had minor scratched display window, cracked case at display window corners, cracked on reservoir tube lip, cracked reservoir tube window thru reservoir tube, cracked battery tube, and missing end cap sticker.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer stated that they are unable to clear the alarm. Customer was advised that if the insulin pump is returned, it will be sent for destructive analysis. Customer was also advised that the insulin pump will need to be replaced. No additional information provided.